Manufacturer narrative:
The device ro 14 042 has been inspected for investigation purpose. The tests performed confirmed that the device was incorrectly prepared for use during the installation phase qnd assembled with an inappropriated cable. As repair, the cable has been replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the cable/connector was non-functional and it was not possible to use the rosa system. The procedure has been completed with a traditional surgery technique.